Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The customer reported that during surgery the light went out. Additional info received from the nurse stated the light went out during surgery. The system was rebooted and the light returned. About 15 minutes later the light went out again. The system was rebooted and the light returned. A system message than displayed and could not be cleared. The light source was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The system has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).